Event description:
It was reported that an increase in capture threshold was observed. Insulation break was found via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.